Event description:
The event occurred on an unspecified date and involved a 30" (76 cm) appx 6.5 ml, 20 drop admin set w/in-line chamber, chemolock¿ additive port, 0.2 micron filter, chemolock¿ w/red cap, bag hanger. The customer reported that their clifton, new jersey facility experienced an an issue with 100ml b braun saline bags and the cl4160 tubing during compounding. The full amount of the bag did not infuse for the patient and a large amount of air was observed in the line after the filter. There was patient involvement, however, there was no patient harm and no delay in therapy as a result of the event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Additional contact from the user facility: name: (B)(6) email: (B)(6).